Event description:
Patient implant of a 25-16-140bl bifurcated device and two 25-25-75l proximal extensions on (B) (6) 2009. The initial procedure was completed with good results. Patient developed graft occlusion of the proximal extensions; treated with two palmaz stents on (B) (6) 2010, with good results.

Manufacturer narrative:
Additional device information:25-16-140bl; (B) (4);25-25-75l; (B) (4).review of lot records/work orders, prior reports, no issues noted.[(B) (4)] unknown if patient's anatomy met inclusion criteria per indication for use.